Event description:
It was reported that the autoclavable camera head lens mount came off. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: e1. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: detached adaptor, broken charged coupled device and image inference. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for reported malfunction as well as additional malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.